Event description:
It was reported that after inserting the intra-aortic balloon catheter over the guidewire, the guidewire could not be removed from the central lumen of the catheter. Both wire and catheter were removed as a unit and another intra-aortic balloon inserted without further problems. There were no pt complications.